Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 08apr2020.

Event description:
The customer reported touchscreen not detecting touch correctly. The customer stated when making selections on the screen, touch is detected, but it is in the wrong spot. The customer has replaced the touchscreen however, it did not correct the reported issue. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 21jun2020. B4: 22jun2020. Customer confirmed the issue was resolved, however, customer declined to provide repair details. If additional information is received a supplement report will be submitted. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.